Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to report that about a week or so ago tried recharging implant and however later in the call, patient said hasn't charged the implant for about a year. Patient said that they stopped using the therapy as it wasn't helping. Reviewed device information. And explained based on the new information that implant hasn't been charged in a year, most likely the implant is over discharged and that this requires a special physician recharge session at her healthcare provider's office. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information confirming the overdischarge status due to the patient not charging the implant for about a year. The issue was resolved through a physician reset, which was successful. The patient is now charging the implant at home successfully. See 708114742 for report of frayed recharger.